Manufacturer narrative:
The reported events were dislodgement and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of the helix mechanism issue was confirmed. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Event description:
During an initial implant on (B)(6) 2023, it was reported that the right atrial (ra) lead had dislodged several times. This was noted via fluoroscopy. The physician attempted to reposition the ra lead, but the helix failed to extend after the third repositioning attempt. The physician elected to abandon implanting a ra lead altogether and implanted a single chamber ICD with only a defibrillation lead. The patient was stable throughout the procedure.